Event description:
It was reported that during a shoulder arthroscopy, the tip of the suture hook broke off in the surgical site and was retrieved. There was no injury to the patient and no significant surgical delay.

Manufacturer narrative:
Investigation findings: the product was received for evaluation without the detached tip. During a visual examination it was noted that the tip detached at the weld. Several gouge marks were noted on the needle portion. A review of product history shows one similar reported problem related to excessive force applied during use. There are no reported injuries related to these reports. The instructions for use (IFU), provides cautions: lateral stresses to the instruments should be avoided or device function may be compromised and unintentional patient injury may result. Mechanical shock or over stressing of the instrument may shorten the life of the instrument.